Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was in the emergency room as a result of having a blood glucose level below 58 mg/dl. The customer reported that she was going to be transferred to the intensive care unit. Customer was wearing the insulin pump at the time of the incident. The device was not replaced or returned for analysis.